Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that since beginning use of cgm a year ago, she has experienced a skin reaction under each sensor. The reaction occurs under the site of the adhesive patch and at the point of the sensor insertion. She reports that she experiences itchiness and a rash at the site beginning 3-4 days after each sensor insertion. This rash takes several weeks to heal. Patient also reports a red dot at the point of insertion that has not healed. Patient consulted her endocrinologist in (B)(6) 2012. The patient's endocrinologist advised her to apply over-the-counter cortisone cream on the rash. At the time of her call to dexcom technical support, patient reported that she has experienced scarring from the incident and that she is still experiencing a rash.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.